Manufacturer narrative:
Batch lot number has been updated. The returned product consisted of the wolverine cutting balloon. A visual inspection revealed a break in the shaft 5mm proximal from the port exchanged. A microscopic analysis revealed bunching on the inner wire lumen 50mm from the distal tip. No other device issues were identified during returned product analysis. This investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event as it is most likely that the reported event occurred due to a handling error.

Event description:
It was reported that the balloon became separated. A wolverine cutting balloon was selected for treatment of the target lesion. As the physician was removing the cover from the device, it was noted that the wolverine balloon separated into two pieces. The procedure was completed using another of the same device, and there were no patient complications.

Event description:
It was reported that the balloon became separated. A wolverine cutting balloon was selected for treatment of the target lesion. As the physician was removing the cover from the device, it was noted that the wolverine balloon separated into two pieces. The procedure was completed using another of the same device, and there were no patient complications.

Manufacturer narrative:
Batch lot number has been updated.

Event description:
It was reported that the balloon became separated. A wolverine cutting balloon was selected for treatment of the target lesion. As the physician was removing the cover from the device, it was noted that the wolverine balloon separated into two pieces. The procedure was completed using another of the same device, and there were no patient complications.